Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient fell and knee went into free swing. Patient was on a cruise and he slipped on a wet surface and fell. After the fall the knee locked up.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.